Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared an altitude alarm and blood glucose (bg) level was impacted (327 mg/dl). Reportedly, to address the elevated bg level, the customer cleared the alarm and resumed insulin delivery.